Manufacturer narrative:
Tctap c-111 road to hell.... Doi: 10.1016/j.jacc.2019.03.304. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. Initial cag revealed 90% stenosis of the mid lad, 50% stenosis of the distal cx and 60% stenosis of the proximal om. The lad lesion was treated with a resolute onyx drug eluting stent. Residual stenosis was noted so post-dilation was performed. Final results showed slow flow which was managed immediately with intra coronary adenosine, nitro and eptifibatide. After primary pci end results were satisfactory. The patient started on dapt. Patient presented after 24 hours with chest pain. Repeat ECG showed new st-segment elevation. Ck mb was elevated. Echo showed regional wall motion abnormality with ef 49%. The patient was an immediately taken to cath lab again for relook cag. And it showed subacute stent thrombosis. Blood sample sends to see clopidogrel resistance and repeat pci was done. After clopidogrel was found resistant patient was started with prasugrel.